Manufacturer narrative:
Device evaluation summary: a sheath and stylette were partially loaded in the device. The sheath and stylette were removed without difficulty. The balloon folds were intact; no inflation had taken place. Slight deformation was evident to the distal tip. The proximal balloon bond was stretched. Kinking was evident to the distal shaft and core wire from 3.5cm to 4.3cm distal to the exchange joint. It was not possible to inflate the device to perform deflation testing due to the stretched proximal balloon bond. There was no other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
There were no difficulties noted when removing the protective sheath and packaging stylette from the device. No issue was noted during inflation. The balloon was inflated to 8 atm prior to the deflation issue. The device was not moved or repositioned prior to the deflation difficulties. Intervention was used to remove the device from the patient. The procedure was a complex pci. A 0.018¿ non-medtronic wire was used during the procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a nc euphora rx ptca balloon catheter to treat a moderately tortuous, moderately calcified lesion in the circumflex (cx) artery. The device was not inspected. Negative prep was not performed. The lesion was not pre dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that the device would not deflate at the lesion site after the first inflation. The patient is alive with no injury.